Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Patient was able to have the system successfully activated, however noted issues with communication between the implantable pulse generator (ipg) and the external therapy discs. Investigation and imaging found that the ipg appears to have been implanted in an appropriate depth and position, however the anatomical location allowed the device to rotate or migrate within the pocket as the patient moved and changed positions. Surgical revision was performed on (B)(6) 2023 to place a new ipg in a more stable location to avoid movement.

Manufacturer narrative:
It was noted during the investigation that the patient had lost weight just prior to the device being implanted and it is suspected that the weight loss caused the superficial skin and tissue to be loose and contributed to instability of the implanted component. There are no indications that the device failed or malfunctioned. The device was able to connect to the therapy discs and displayed the communication issues when the patient moved positions. Communication issues are related to the placement of the ipg in relation to the patient's physical anatomy.